Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected for use. A transseptal puncture (tsp) was completed and the wire was pulled back one time to get transseptal crossing. The wds was positioned and deployed into the appendage. During the assessment the physician operating the transesophageal echocardiography (tee) noted an effusion. The physicians decided to pull the device from the left atrium and to remove the transseptal crossing. The effusion was observed for 10-15 minutes before the implanting physician performed a pericardiocentesis. The patient remained stable through the process. The procedure was discontinued and the patient was expected to stay in the hospital overnight. There were no further complications.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected for use. A transseptal puncture (tsp) was completed and the wire was pulled back one time to get transseptal crossing. The wds was positioned and deployed into the appendage. During the assessment the physician operating the transesophageal echocardiography (tee) noted an effusion. The physicians decided to pull the device from the left atrium and to remove the transseptal crossing. The effusion was observed for 10-15 minutes before the implanting physician performed a pericardiocentesis. The patient remained stable through the process. The procedure was discontinued and the patient was expected to stay in the hospital overnight. There were no further complications. It was further reported the patient had an accessory lobe that appeared to derive from the la that the implanting physicians wanted to cover. It was too proximal for the watchman flx pro device. It was also noted the device was oversized and the physician would have likely switched to a non-boston scientific device to complete the procedure if not for the effusion.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.